Event description:
It was reported during the process of opening the catheter package and performing pre-flushing, PICC discovered that the guidewire had protruded through the catheter sidewall, compromising the catheter's integrity. No further information was provided. 03/10/2026: it was found during an investigation a microscopic observation revealed a small split in the catheter shaft where the distal end of the stylet lays inside the catheter shaft.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of stylet damage along a groshong catheter is confirmed and was determined to be related to use of the product. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stiffening stylet was returned for evaluation. An initial visual observation of the returned catheter showed little blood residues throughout the returned device. At least five bends were observed along the stylet of the returned device. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed the catheter leaked at the distal end of the stylet inside the catheter. A microscopic observation revealed a small split in the catheter shaft where the distal end of the stylet lays inside the catheter shaft. The split was observed to be a small hole with a granular fracture surface. The catheter was cut and bisected longitudinally to observe any damage to the inside of the catheter shaft. The inside of the catheter shaft was observed to have prominent stylet markings from the stylet pressing into the catheter shaft leading to the puncture of the catheter shaft with the stylet. The complaint of a leaking groshong catheter is confirmed and was determined to be caused by the stylet puncturing the catheter wall during use of the product. This complaint will be recorded for future trending and monitoring purposes.